Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer experienced high blood glucose and insulin pump had under delivery. The customer¿s blood glucose level was 470 mg/dl at the time of incident. The customer experienced nausea and vomiting due to high blood glucose. The customer treated high blood glucose with manual shots. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report did allege under delivery on insulin pump because customer had high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The infusion set cannula was became bent. The device will not be returned for analysis.